Event description:
It was reported that the customer was unable to remove the cartridge from the pump. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer's blood glucose.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.